Manufacturer narrative:
Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met material, assembly and product specifications. The root cause of this complaint is unknown.

Event description:
It was reported, by a patient's spouse, that post a coronary drug eluting stenting treatment procedure, a skin rash developed. A taxus express2 2.75x20mm drug eluting stent was implanted in an unknown vessel. As reported by the patient's spouse, a taxus express2 stent was implanted and she "experienced a rash two days later that continues. Through the process of elimination, he (the patient's spouse) believes the polymer or paclitaxel may be causing the skin rash." Additional information was received from the physician's office. The patient was discharged three days post implant. The next day the patient presented to the ER with pruritus, malaise and fever. The patient was hospitalized for nine days with dermatitis. Per the notes, a cardiology consult was ordered and the physician had "concern for toxic shock syndrome (tss) - drug reaction versus tss." The patient received IV solumedrol and was discharged on a prednisone taper. Additional information was receved from the patient's dermatologist. He could not definitively say if the rash was related to the stent or not. Medications changes were made including chanigng plavix to ticlid. He said the rash had improved, but was still present and described it as a "muted/mild form" of the rash. He thought the rash may have improved because of the medications she was taking, which included prednisone.